Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis (pd). The cause of death was unknown. Pd therapy was ongoing until the time of death. It was unknown if the patient was connected to the cycler at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the device history record and service history record was performed with no issues noted that could be related to the reported event. The device was received and evaluated by the baxter product analysis laboratory (pal). No failure or malfunction was identified that could have caused or contributed to the reported issue. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test. Internal and external visual inspections found no problems with the device. The device was determined to meet performance specification requirements per rite testing. A review of the device event history log was performed which revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the home choice device was evaluated by baxter product analysis laboratory (pal). The investigation revealed that no failure, iipv (increase intraperitoneal volume) events or malfunction was identified that could have caused or contributed to the reported event of death, therefore the homechoice pro is no longer considered suspect product in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.